Manufacturer narrative:
Cmp-(B)(4). Foreign-(B)(6). Concomitant medical products: item#:47-2486-052-40 lot#:3076792 itemname#:ann blunt tip screw 4x52mm, item#:47-2486-124-40 lot#:3091457 itemname#:ann cort bone screw 4 x 24mm, item#:47-2486-124-40 lot#:3078235 itemname#:ann cort bone screw 4 x 24mm, item#:47-2488-000-04 lot#:3081960 itemname#:ann washer small, item#:47-2488-010-00 lot#:3091275 itemname#:affixus ph nl cap 0mm, item#:47-2486-036-40 lot#:3068458 itemname#:blunt tip screw, 4x36mm, item#:47-2486-034-40 lot#:3078217 itemname#:blunt tip screw, 4x34mm, item#:47-2496-161-09 lot#:3083154itemname#:proximal humerus, left, 9x160mm. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 -2022 -00497. 0009613350 -2022 -00501. 0009613350 -2022 -00502.

Event description:
It was reported that the screw backed out from its proper position two weeks after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction and additional information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Based on the available information it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.